Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 12/11/2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl with irritability and abdominal pain. The reporter stated the patient ¿is getting sick¿ and taking dimatapp cough syrup. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a time/date reset issue with the pump; the time and date reset to the factory default setting when the battery is removed from the pump for less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy related to an alleged pump malfunction.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings:. Time and date reset complaint confirmed and duplicated during investigation. Disassembled pump and confirmed internal battery failure; evidence of leakage, would not hold charge. Display dim with red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.